Event description:
The hcp reported the patient was not getting relief of symptoms. Two weeks ago a volume discrepancy was noted at refill. The patient was reported to be currently hospitalized with sepsis from an unrelated abdominal surgery. The hcp has been treating the patient orally with appropriate medications.